Event description:
During the coil embolization of the right internal carotid artery, the orbit galaxy complex fill 3x9 coil (640cf3509/15561287) was not proper for the target aneurysm, but during removal, it failed to be re-sheathed because the proximal site of the introducer tube was kinked. Also, no damages were reported on any of the devices after the removal, however it was unknown if the coil remained attached to the delivery system. The galaxy was safely retrieved from the patient and was replaced for a new one. It is unknown if the echelon 14microcatheter (covidien (B)(4)) was also replaced or not. Afterwards, the procedure was successfully completed and there was no patient injury reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil by visual inspection. The target site was moderately calcified and heavily tortuous. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15561287 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the device, the reported event could not be confirmed, however the DHR for the galaxy coil revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information, procedural factors might have contributed to the event. Therefore, no corrective action will be taking at this time.